Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "during use on a patient, a leakage was observed was observed at the one-way valve located between the oxygenator and the sampling manifold." (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Maquet cardiopulmonary received the product for investigation. A leak test and a visual inspection were performed in the laboratory of manufacturer. During the leak test with water and a visual inspection of the sampling line, a crack was detected on the outlet side of the one-way valve. Sap trend search was performed (material 70100.4854, failure code 0128 manifold line) which came to following results: 0 additional complaint was recorded. However for different materials and failure codes 18 additional complaints were recorded which appears reported issues are the same since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: (B)(4), which is below (B)(4). Due to this information no systemic issue could be determined. The most probable cause of the failure is found as material failure. As a corrective action, regarding to similar incident supplier complaint (B)(4) was already initiated. All further actions will be followed by scar (B)(4). Device history record was reviewed. There were no references found which are indicating a non-conformance of the product in question. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.